Event description:
The customer reported that their viewsonic flatpanel monitor for the acuity central station is no longer working for an unk reason. This resulted in a temporary inability to centrally monitor pts. The customer elected not to accept the quote for a replacement monitor. There was no report of any pt harm as a result of the reported events.